Event description:
The customer reported that the insulin pump went blank when the buttons were pressed and the numbers started to scrolling up. Troubleshooting was performed and the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank screen.